Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter hub, hypotube and collar. The distal shaft and tip was discarded by the customer. The hypotube, and collar were microscopically and tactile inspected. Inspection revealed a complete separation of the shaft located at the collar with numerous kinks in the hypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 23-jan-2018.. It was reported that crossing difficulties through guide occurred. The 25mmx2.25mm, 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A guidezilla¿ guide extension catheter was selected for use. During introduction, it was noted that the guidezilla could not cross the guiding catheter. Procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, device analysis revealed a complete separation of the shaft located at the collar.